Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, while drilling through the locking drill guide, the drill bit broke off in the patient. It was reported the surgeon decided to leave the drill bit in the patient. No further information was provided. This is 1 of 1 report for complaint #(B)(4).